Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed motor fault, vent inop, low pip, high rate, xdcr fault and vent inop. The customer reported there was a patient on the ventilator at the time but there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected components, a vela main printed circuit board assembly (pcba) and pcba, turbine interface, and evaluated the components. The pcba and turbine interface were installed into a known working vela unit and the unit had no alarms and passed testing. Intermittent transducer fault failures were found in the events log, but could not be reproduced. All transducer tests passed. The reported issue could not be duplicated, but was intermittent at the user facility and was found in the events log.